Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited high capture threshold and low sensing of r waves. The pace/sense portion of the lead was capped and explanted, however the right ventricular defibrillation coil remains in use. A non-de fibrillation rv lead was implanted for pace/sense functionality. No patient complications have been reported as a result of this event.